Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 4318056 is considered in compliance with our product specification requirements. Please note it is possible the fm/¿sticky gel substance¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample and four photos were provided to our quality team for investigation. Two photos from different angles show the top web graphics side of the package with all applicable product information. The next two photos each from a different angle are close-up images of one loose syringe with an unknown white substance in the fluid path on the stopper. Fourier transform infrared spectroscopy (ftir) analysis was performed on the received sample and confirmed the substance to be silicone used in the manufacturing process. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4318056. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:302995 batch#:4318056 it was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Cat# of product being complained: bd302995 description of product: syringe 10cc only luer-lok st 200ea/bx 2bx/ca lot or s/n:(B)(6). Complaint category: foreign matter / material / dirty reportable: no incident date: (B)(6) 2025 hospital complaint reference #: (B)(4) details of complaint (reported issue): "upon drawing up sodium chloride 0.9% into bd 10 ml syringe, pharmacy technician noticed a white film on the black rubber of the plunger seal."